Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 30097141m number, and no non-conformances related to the reported complaint condition were identified. Concomitant products: pentaray catheter, us catalog #: d128208, lot #: 30125923l, carto 3 system , us catalog #: 10419, serial #: unknown. (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac arrest (requiring cardiopulmonary resuscitation (CPR)) that led to death. During the procedure, the patient coded. The patient¿s blood pressure dropped and did not have a pulse confirmed by the recording system. CPR and an unspecified medication were administered with no success, and the patient expired. Physician¿s opinion regarding the adverse event is that it was patient condition-related. Physician also mentioned this was an inevitable event likely precipitated by the induction of anesthesia. An impella device was used before the procedure. Patient¿s relevant history included ischemic cardiomyopathy, ejection fraction .1-.2, implantable cardioverter defibrillator (ICD). The patient was receiving multiple antitachycardia pacings (atp¿s) from ICD for ventricular tachycardia.